Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 31-60 mg/dl. Reportedly, the carbohydrate ratio setting needed to be adjusted. The customer required assistance addressing bg level with juice and glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management.